Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer reverted to an alternative method of insulin therapy. There was no adverse impact on the customer's blood glucose level.